Event description:
Additional information from the patient's health care provider (hcp) showed the cause of the event was "the patient stated he ate "many" pickles." The device was checked out on (B)(6) 2012 and everything was normal. The patient recovered without sequela.

Manufacturer narrative:
Lead model 435135 serial# (B)(4) implanted (B)(6) 2012 explanted unk; lead model 435135 serial# (B)(4) implanted (B)(6) 2012 explanted unk. (B)(4).

Event description:
It was reported that the patient began experiencing a loss of therapeutic effect (nausea and vomiting) the day prior to report. There was no known accident or incident related to the event, and the patient had not gone through any theft detectors or security gates. The patient was admitted to the hospital on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.